Manufacturer narrative:
Follow-up #1: date of submission 08/26/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: review of the black box showed multiple unexpected powered on reset events on (B)(6) 2016. The battery compartment/cap was undamaged and able to fit to maintain electrical connection. The battery cap was evaluated and determined to measure within the required specifications. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. ¿ez-prime¿ steps were performed correctly, no power interruption or any errors, alarms or warnings occurred during the investigation. The pump¿s cover was removed, no intermittent condition was found to the printed circuit board. Investigation did not duplicate the ¿intermittent power¿ complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware thatthe pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.